Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The unit was evaluated and the reason for return: "the fill chamber over filled" could not be duplicated. Replaced damage top cover and broken suction safety cover. Also removed broken screws from stand-offs on sub'd connector. The unit passed all diagnostic tests, functional tests, and is fully operational. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that the fill chamber on the 4580 fms duo+ pump/shaver combo device overfilled during a shoulder arthroscopy surgical procedure. A second pump was used to complete the procedure with no consequence to the patient and no delay in the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.